Manufacturer narrative:
Actual device was evaluated. Results: the evaluation concluded the device performed according to specifications. Conclusion: no failure detected and product within specification. If more customer/pt information becomes available, a follow-up report may be submitted.

Event description:
Per email communication: pump over fed her son by almost double the dose causing him to vomit. He just had nissen fundoplication surgery which ties off the esophagus and he should not have been able to vomit. Mother called surgeon to verify whether or not the fact that he did vomit meant his surgery was ruined. Doctors response unk at this time. Pt injury? Yes.